Event description:
It was reported the patient noticed a return of symptoms in the middle of the month prior. In addition, the patient experienced no stimulation sensation around the same time. On the day of the call, the patient was unable to adjust stimulation. They noticed a power on reset message on the programmer. It was noted the patient last checked their device using the programmer about 2-3 months prior. The patient had not had any medical tests or procedures. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v414922, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).